Event description:
During troubleshooting of low drain volume (ldv) alarm that appeared on the home choice (hc) display during initial drain, the home patient's (hp) spouse stated that the hp forgot to out the minicap on the transfer set after they disconnected from the hc and some fluid leaked out. The technical service representative (tsr) assisted the hp in troubleshooting the ldv and to contact their hospital about the leak from the transfer set. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was not confirmed and therefore no root cause could be determined due to the sample not being returned. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.